Manufacturer narrative:
Code compliance further reviewed the allegation from the field and internal findings. It was determined that the rp500e does indeed meet all the electrical and safety requirements under regulation iec 61010-1:2010/amd1:2016 and the 61010-1 safety standard since it was introduced to market. Front plate of the cartridge interface frame (cif) was never identified as an accessible metal part that should be evaluated for a ground bond. For most of the production life of the product, there was a grounded connection to this plate, but the purpose of this connection was for improved radiated emissions performance. In 2019 the grounding connection to the cif plate was removed, though an intermittent grounding connection is still possible, this grounding is unrelated to electrical safety and is a purely incidental finding. The cif is not part of chassis ground and should not be tested according to en 50699. There are several pathways for protecting a user from dangerous electrical current in the event of a single fault condition. The rp500e relies on both basic insulation in the mains part of the power supply and a grounded earth chassis, which is tested in manufacturing. The power supply is of medical grade, which is reinforced and double insulated. Instrument is operating as intended.

Manufacturer narrative:
Preliminary investigation: there is an electrical safety test prior to first power up of the instrument. This is carried out between the steel chassis that encloses the mains inlet, ac power connection to the power supply and the power supply itself and the mains earth lead connection not the cif (which has a maximum of +24 volts dc used on stepper motors/heaters). Upper limit of this test is 0.095 ohms, test current is 25 amps, 60 hz, 6 volts ac, dwell time 3 seconds. The grounding on the cif is a rf ground rather than a safety ground. We have passed the safety standards. There has been no electrocution risk or filed complaints since we launched the 500e or the 500 (which has the same design). Based on the information provided by the customer, they may have performed the test incorrectly. Further investigation is underway. The cause of this event is unknown.

Event description:
A customer reported that their rp500e instrument has grounding connection issues which could lead to a risk of electrical shock in case of a malfunction. During an installation the electrical safety was checked and found that the metal plate behind the measuring cartridge (part of the measuring cartridge interface) is not sufficiently connected to ground. They could measure varying earth resistances (rpe) to safety ground between 0,2 ohm up to kohms. The variety is triggered mainly by moving the cartridge connector up and down. Their investigation found the following: the ground connection to the connector pcb is done via the shielding of the flat cable. In their case there was too heavy glue on the shielding foam which caused high resistances to that connector shield. There has been no report of injury due to this event.